Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, the delrin ball is missing, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing from the housing. Device was placed in parts retention.

Event description:
It was reported during inspection at user facility that the delrin ball is missing from the locking mechanism of the aseptic housing which can cause housing to open up and expose the non-sterile battery to the sterile field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during inspection at user facility that the delrin ball is missing from the locking mechanism of the aseptic housing which can cause housing to open up and expose the non-sterile battery to the sterile field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.